Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2019-02122. Additional information received that patient underwent surgical intervention on (B)(6) 2019 where in the ipg was replaced. Nothing was done to the lead. Effective therapy restored post -op.

Manufacturer narrative:
Concomitant medical product: model 3788, scs ipg. Therapy date unknown.

Event description:
Device 1 of 2; reference MFR. Report number: 1627487-2019-02122. It was reported that the patient experienced fall and lost therapy. Diagnostic system testing indicated multiple high impedance values. Reprogramming was unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.